Manufacturer narrative:
Evaluated 1 open or used reservoir. Using a new lab transfer guard; performed pre-fill test to reservoirs. No leaks and no air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no leaks and no air bubbles. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had leak at the past second o ring of the reservoir. No harm requiring medical intervention was reported. The device will be returned for analysis.